Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image disappeared during an ongoing examination and that a scope communication error (e216) appeared during an unspecified procedure involving an olympus rigid video laparoscope while the device was inside the patient during sedation. There was no patient injury reported.